Manufacturer narrative:
Based on the claim against the product by the customer noting the power issue, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is reportable malfunction event due to the following conclusion: the customer converted after the start of the procedure as the system would not power back on. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported during a da vinci-assisted procedure, the xi system had a non-recoverable fault while clamping the renal vein. The customer was unable to move the arm back because the instrument was clamping the vein. After the customer manually released the instrument from the renal vein, the procedure was converted to a laparoscopy as the system could not be powered back on. The laparoscopic procedure was completed successfully with no additional harm to the patient. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed recent xi system logs and was unable to identify suspect system. Intuitive surgical, inc. (Isi) has made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.